Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, as the pt was ambulated five hours later, she experienced a "pop" sensation, and bleeding developed from the puncture site. Manual pressure and a femostop device were used to achieved hemostasis. There was no hematoma following the application of manual and mechanical pressure, and the pt pulses were noted to be good.